Event description:
Home pt reports leak noted at tubing and cassette interface, that the tubing of the homechoice set was not connected securely. Home pt reports restarting with new supplies as instructed by baxter technician. No pt injury or medical intervention required per home pt or rn.